Manufacturer narrative:
H6: health effect - clinical code - respiratory system e07 : respiratory failure e0742 health effect - clinical code - kidney and urinary tract e13 : renal impairment e1305: renal failure e130501. Health effect - clinical code - generalized disorders e23 : hemodynamic instability e2343 health effect - clinical code - nervous system e01 : altered state of consciousness e0143: decreased level of consciousness. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was "gravely ill" both prior to and after their left ventricular assist device (lvad) implant and suffered a complicated hospital course. The patient underwent lvad implant and impella removal on (B)(6) 2024, which was complicated by a thromboembolism to the right brachial artery, which required brachial artery cut-down with thromboembolectomy by a vascular surgeon on(B)(6) 2024. Their post-operative course was complicated by recurrent acute hypoxemic hypercapnia respiratory failure, which required reintubation. Other post-operative complications include pseudomonal pneumonia in the setting of chronic bronchiectasis, acute kidney infection (aki) on chronic kidney disease (ckd) requiring continuous renal replacement therapy (crrt), a small subarachnoid hemorrhage (sah) identified on (B)(6) 2024, septic shock, and a left hemothorax requiring re-do thoracotomy with clot evacuation. The patient continued to progress from a cardiac standpoint and was well-supported with the lvad only as they weaned off inotropes. However, the patient remained "plagued with profound and unrelenting" encephalopathy out of proportion due to the known small sah. The patient then received keppra. A computed tomography (CT) scan on (B)(6) 2024 showed no significant changes to the sah. There was no obvious cause to explain the degree of deficit. A magnetic resonance imaging (MRI) could not be obtained due to the durable lvad in situ. Vasopressors requirement persisted due to the sepsis. A tracheostomy was placed for prolonged ventilator support in the context of altered mental status, obtundation, and critical illness polymyopathy. Neurosurgery was consulted and determined intervention was not advisable at the time given the poor prognosis for any meaningful recovery. The family convened and decided to pursue comfort measures in light of the patient's multisystem organ failure and lack of neurological recovery. It was reported no equipment would be returned and that the lvad worked within normal limits until it was turned off. The patient passed away due to multisystem organ failure on (B)(6) 2024 following disconnection of the driveline.

Manufacturer narrative:
H6: health effect - clinical code - respiratory system e07 : respiratory failure e0742. Health effect - clinical code - kidney and urinary tract e13 : renal impairment e1305 : renal failure e130501. Health effect - clinical code - generalized disorders e23 : hemodynamic instability e2343. Health effect - clinical code - nervous system e01 : altered state of consciousness. E0143 : decreased level of consciousness. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding cannot be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, "introduction," lists stroke, bleeding, thromboembolism, sepsis, multiple types of organ failure and dysfunction (respiratory failure, renal failure, right heart failure, and hepatic dysfunction) and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as a potential late postimplant complication. Additionally, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch report # (B)(4) was received and previously reported under MFR# 2916596-2024-06685. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected data: section h10: voluntary medwatch report (B)(4). No further information was provided. The manufacturer is closing the file on this event.